Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 107mg/dl, 352mg/dl, 336mg/dl, 297mg/dl, 333mg/dl, 91mg/dl. Tests were done <10 mins apart with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.